Event description:
This unsolicited device case was received from (B)(6) on (B)(4) 2014 from a surgeon via sales rep. This case concerns a pt (demographics not provided) who developed dense adhesion (device ineffective) with bowel perforation after seprafilm placement. No medical history, past drugs, concomitant medication and concurrent condition was reported. On an unk date, the pt underwent surgery (unspecified) during which two sheets of seprafilm were placed (batch/ lot number and expiration date: unk) for postoperative adhesive. On an unspecified date, 10 days after surgery, the pt developed dense adhesion (device ineffective) with bowel perforation. Corrective treatment: re-operation. Outcome: recovering/ resolving for both the events. Seriousness criteria: life-threatening for both the events. A pharmaceutical technical complaint (ptc) was initiated with globe ptc number: (B)(4) and conclusion was pending for the same.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(4) 2014: in this case, the causal role of seprafilm cannot be excluded for the occurrence of dense adhesion and bowel perforation, however the lack of information regarding the concurrent conditions, underlying medical history and the concomitant medications used by the pt precludes the complete case assessment.